Event description:
I use the phillips dreamstation CPAP machine and I have had a sore throat and headaches for the last 8 to 10 weeks. I've also had the issue with my lungs hurting when I breathe and I have gotten a sinus infection. I've been to the doctor twice and have been through 2 rounds of antibiotics and still have the same on going issues. I just saw that the dreamstation has been recalled, and I think this may be why I have been having health issues. FDA safety report ID# (B)(4).